Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and selftest. No stuck button alarms noted during testing. All buttons functioned properly and the connector was not unlocked during visual inspection, however moisture damage on keypad traces. Unit received with high sleep current due to moisture damage on all electronic assemblies. Unit received with air leak during leak test at the left edge of keypad overlay. Unit received with scratched casing, severely scratched lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, damaged keypad overlay texture, faded serial number label, severely fading end cap address label, slightly peeling end cap address label, corrosion on force sensor assembly, corrosion on motor assembly and corrosion in battery tube. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the keypad buttons were blocked. The customer's blood glucose was unknown at the time of incident. The insulin pump was returned for analysis.